Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 4 months after implant placement. The bone quality was type ii. Oral hygiene around implant site was good. Peri-implantitis was found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.